Manufacturer narrative:
The manufacturer previously reported information alleging that a ventilator failed the "active exhalation solenoid valve" test. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation with urgent service messages. A failed pv test at stated point. The device's interface board was replaced to address the issue. The device passed pv tool and device passed all testing.

Event description:
The manufacturer received information alleging that a ventilator failed the "active exhalation solenoid valve" test. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation with urgent service messages. A failed pv test at stated point. The device's interface board was replaced to address the issue. The device passed pv tool and device passed all testing. Additional findings replaced that are not related to the malfunction/issue is the front and rear enclosure cosmetic damage and replacement of the cracked filter duck .

Event description:
The manufacturer received information alleging that a ventilator failed the "active exhalation solenoid valve" test. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacture.